Event description:
The initial reporter stated they received discrepant results for two patient samples tested with triglycerides on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The first sample initially resulted in a triglycerides value of 7.37 g/l. The sample was repeated twice, resulting in values of 1.80 g/l and 1.81 g/l. The value of 1.81 g/dl was communicated to the clinician. The second sample initially resulted in a triglycerides value of 6.03 g/l. The sample was repeated twice, resulting in values of 1.82 g/l and 1.81 g/l. The value of 1.81 g/dl was communicated to the clinician.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6) . Calibration data was acceptable. Quality controls were within range on the day of the event. A review of the reaction data for the initial values showed the reaction kinetics did not reach a plateau, which means something in the mixture kept reacting leading to the high results. Upon review of the alarm trace, there were 85 abnormal aspiration alarms present. There were also a number of photometer check alarms. The investigation is ongoing.

Manufacturer narrative:
A general reagent issue can be ruled out as calibration and controls are acceptable. Precision studies were performed and were outside of acceptable limits. The investigation did not identify a product issue. The issue is consistent with insufficient pre-analytic sample handling and insufficient maintenance.